Event description:
It was reported the patient experiences pain at the ipg site. The pain is felt with stimulation on and off. The patient is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.